Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the verbatim: tubing leaking at admission from or. Epi running at high dose with hypotension persisting, leaking at filter noted to be wet and removed at that time.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter email address - (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided

Manufacturer narrative:
The customer reported leakage and returned one used sample of material 10011865 and lots 23079268 and 23029085. It was not possible to determine which lot corresponded to the sample. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were then primed with water and pressurized to try and locate the leaks. The set was found to leak from the filter air vent, and the complaint is verified. The filter was sent to the filter supplier for further investigation, and they were able to verify the leak. The filter leak is caused by the air vent membrane losing its hydrophobicity. The potential root cause for this is the drugs/solutions used have low surface tensions, below 30 dynes p/cm. This affects the hydrophobicity and causes the filter to wet out. Device history record review for model 10011865 lot number 23029085 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.